Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Implant and explant dates are approximate since exact dates were unable to be obtained through good faith efforts.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with an erosion; therefore, the cuff and pump components were explanted. The balloon was left in place. No additional patient complications were reported.